Event description:
It was reported that a variance in the displayed remaining battery capacity and longevity estimate was observed on the device. The patient is dependent. The patient had no symptoms and no recent hv therapy delivery. On (B)(6) 2017 the transmission showed that the device tripped to eri. The device was later explanted due to eri and replaced. The patient was stable before, during, and after the procedure.